Event description:
At the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician removed the scope from the patient. Tech in the room noted that the distal ercp cap was not on the scope. Anesthesia checked the patient's mouth and found that the distal cap was in the patient's mouth. Anesthetist was able to retrieve the cap. The patient's oxygen saturations did not drop. Small amount of blood was found at the base of a tooth possibly from the cap.